Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ dual port maxzero needleless connector the tubing expanded. There was no report of patient impact. The following information was provided by the initial reporter: during CT scan and contrast administration, IV tubing attached to nexiva herniated out, but did not rupture. IV was removed and restarted.

Manufacturer narrative:
H6: investigation summary: it was reported the tubing herniated but did not rupture. As a sample was not returned, a thorough sample investigation could not be completed. A device history record review was completed for provided material number 383576, lot 2286065. The review revealed there were no internal rejects related to the reported issue by the customer. According to the quality records all the inspections of the sampling plan met the acceptance criteria. Additional device histories were reviewed for each batch of needle adapter assemblies used in the manufacturing of this batch and no related quality issues or process deviations were found. Based on the investigation, bd was not able to confirm the defect or associate the incidence with the manufacturing process.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ dual port maxzero needleless connector the tubing expanded. There was no report of patient impact. The following information was provided by the initial reporter: during CT scan and contrast administration, IV tubing attached to nexiva herniated out, but did not rupture. IV was removed and restarted.

Manufacturer narrative:
Patient¿s birthday was not provided, (B)(6) 1984 was used based on age of patient. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.